Event description:
It was reported that when the package was opened, it was noticed that the internal sterile pack and external sterile pack were seemingly heat-shrunk. The inner package was welded to the external package. The outside of the box also had blurred/smeared writing. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 . Visual evaluation of the provided photos and the returned product found the sterile packaging exhibits damage that is visually consistent with thermal damage. The barcode on the label is smeared and both cavities are deformed. Additionally, the tyvek lid was lifted on both the inner and outer blister compromising sterility. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet control is considered non-conforming to specification. The root cause of the reported event can be attributed to a manufacturing issue. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.